Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller attempted to load a new cartridge and was guided by technical support through the process. Initial attempts with the same cartridge did not resolve the issue, so a new cartridge was loaded, which successfully resolved the problem, allowing the caller to resume insulin delivery.